Event description:
Pump declared an altitude alarm, impacting its operation. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer followed technical support's instructions to clean the speaker holes, remove and reconnect the cartridge, and wait before resuming insulin. Pump resumed normal operation, and preventative tips for altitude alarms were provided and acknowledged by the customer.